Event description:
Fmc product complaint received. Stated complaint is "after 15 minutes of treatment (dialysis), blood was noted on the floor, approximately 50cc. Machine was turned off (blood pump) and lines were checked for holes. When the machine was turned on again, blood was noted coming from the venous line near the venous port". Will call facility to verifty whether "venous port" was inline injection port of the venous drip chamber, and status of sample availabity. MDR will be filed for reported blood loss. 7/14/00 facility called to request sample availability. 7/24/2000 user facility reported that the complaint sample has been located and will be forwarded.